Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer noted that the fenestrated bipolar forceps (fbf) instrument tip had a spark during use. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. There were signs of thermal damage, but there was no evidence of damage to the conductor wire's insulation. The surgeon activated bipolar energy with an external force triad generator and was cauterizing at the time of the event. However, the instrument tips were not in contact with tissue. The electrosurgical generator unit (esu) settings were cut 25 and coag 25. It was noted that a monopolar cord was connected to the bipolar instrument. The instrument did not collide with any other instrument or tool during the procedure. The jaws of the instrument did not come in contact with any other objects when the issue occurred. Additionally, the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to energy activation. The patient had not returned to the hospital due to experiencing any post-surgical complications as a result of the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley between the grips and charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Thermal damage between grips instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. Further inspection of the instrument found the conductor wire and the conductor wire insulation were not damaged.